Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a captivator micro hex polypectomy snare was used during a colonoscopy procedure performed on a male patient in his (B)(6) on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, when the gi technician was opening the snare inside the colon, it was noticed that the tip of the loop was bent. The bent loop was closed around a polyp, but a current failure occured and cold snare (no cautery) was then used to remove the polyp, resulting in "excessive" bleeding. The procedure was completed with another captivator micro hex polypectomy snare, which effectively stopped the bleeding. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation on october 15, 2010 that a captivator micro hex polypectomy snare was used during a colonoscopy procedure performed on a male patient in his mid 60's on (B)(6) 2010 (patient weight is unknown). According to the complainant, during the procedure, when the gi technician was opening the snare inside the colon, it was noticed that the tip of the loop was bent. The bent loop was closed around a polyp, but a current failure occurred and cold snare (no cautery) was then used to remove the polyp, resulting in "excessive" bleeding. The procedure was completed with another captivator micro hex polypectomy snare, which effectively stopped the bleeding. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The returned device presented with the tip of the loop wire bent. Functionally, the unit extended/retracted as intended. Also, a resistance test was performed and the snare was within specification. Although the tip of the snare loop was bent, the condition of the returned device was not consistent with the reported issue of inability to deliver cautery. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) the reported event of device loop bent. (B)(4) the reported event of wire failed to deliver current. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.